Event description:
It was reported that on (B)(6) 2013, the patient was transported to the hospital in cardiac arrest. The patient was placed on percutaneous cardio pulmonary support (pcps) and an intra-aortic balloon pump (iabp). Emergent percutaneous coronary intervention (pci) was performed and a 3.0x18 rx xience xpedition stent was implanted distally in the mildly tortuous left anterior descending artery, and a 3.5x38 rx xience xpedition stent was deployed proximally overlapping. After implantation of the stents, coronary angiogram was performed and blood flow was confirmed to be good and the stents were confirmed to be well apposed to the vessel wall. Three days post procedure, pcps was removed. Two weeks after the procedure, iabp was removed. On (B)(6) 2013, an unspecified test result was worse. On (B)(6) 2013, the patient developed ventricular fibrillation and cardiac arrest. Pci was performed and thrombus was found from the proximal stent edge to the distal stent. Dilatation was performed for both stents and a non-abbott stent was deployed to complete the procedure. The patient was scheduled to be discharged in one weeks time. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: rx xience xpedition 3.50 x 38 mm; guide wire: sion blue. The rx xience xpedition 3.50 x 38 mm referenced is being filed under a separate manufacturer report number. There was no reported product deficiency and the product was not returned. The reported patient effects of cardiac arrest and thrombosis are listed in the japan xience xpedition drug eluting coronary stent system instructions for use (IFU), as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.